Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and alleged the following: he is currently in the hospital due to a blood glucose (bg) elevation. He went to the emergency room (ER) yesterday around 11:00 am because his bg was up to 500 mg/dl and he was feeling nauseous and confused. While in the ER he was treated with insulin drip and fluids and his bg came down to 155 mg/dl. He was then transported from the ER to one of the hospital units and placed back on the pump. The pump emitted an occlusion alarm and he changed the site. Since being back on pump, his bg has fluctuated between 300-500 mg/dl. He states 30 minutes prior to this call, his bg was 560 mg/dl. He delivered 14.5 units of insulin through the pump. Currently, his bg is 598 mg/dl and he is confused. He states his site is not wet and he had no issue with insertion. Customer technical support (cts) instructed him to disconnect from site. Cts confirmed that time/date are correct. Patient reports basal rates as programmed as intended. All boluses were completed in bolus history. After review of pump, cts instructed patient that pump seems to be delivering insulin as intended. Patient states he does not feel safe of pump because he doesn't feel it is delivering correctly. This complaint is being reported as the patient has lost confidence in the pump, and because a patient on pump therapy was hospitalized with hyperglycemia.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed on (B)(4) 2013 the pump was suspended and delivery resumed on (B)(4) 2013. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the pump alarm history revealed typical usage alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.